Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 20 atm. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was returned for evaluation. A visual inspection found unraveled fibers on the distal cone of the balloon. The device was inflated and water was seen leaking from the device at the location of the unraveled fibers. The fibers were stripped and a longitudinal rupture was noted on the distal cone of the balloon. Therefore, the investigation is confirmed for a longitudinal rupture, as well as for unraveled fibers. The definitive root cause for the identified rupture or unraveled fibers could not be determined based upon available information. It is unknown if procedural issues contributed to the reported issue. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Manufacturer narrative:
H10: this supplemental emdr is being submitted to report the change in reportability, due to new information received on 1/21/2019. This complaint changed from reportable to non-reportable. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: b5, d4 expiry date: 05/2021.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 20 atm. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 05/2021).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 20 atm. There was no reported patient injury.